Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr qc 2: 5.3 inr qc 3: 5.4 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 4.5 inr alleged by the customer was not observed in the meter¿s patient result memory. The customer stated the first test strip used was left out of the vial for more than 10 minutes. Strip integrity begins to diminish if it is left outside of the controlled environment provided by the strip vial. Test results can begin to be infected after this amount of time has elapsed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention samples were acceptable and no error messages occurred.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 11:51 am, the result was 2.7 inr. At 11:45 am, the result was 4.5 inr. The therapeutic range was 2-3 inr and the customer tests once a month.